Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad after exposure to moisture. All buttons are unresponsive and moisture has been noted behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/10/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the ok keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Moisture was not visible from the outside of the pump. The bolus button cover was found to be partially detached. A leak test was performed and a bolus button leak was found. The audio bolus button was unresponsive due to the button slug missing. The pump case was removed and evidence of moisture was found inside the pump.